Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. No unexpected under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020 for 3-4 days. The customer stated that the ambulance took them to the emergency room. The customer's blood glucose level at the time of the incident was 1400 mg/dl. Customer was treated with an intravenous insulin drip. Customer was alleging possible pump under-delivery because they had high blood glucose. The customer stated the insulin pump was not delivering insulin, there were no alerts in history. The insulin pump passed the self test. The auto mode was not active at the time of the incident. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they lost their transmitter in the hospital and the belt clip was broken. The insulin pump and the reservoir will not be returned for analysis.